Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly elected revision surgery to undergo an MRI. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient has reportedly healed well.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.